Event description:
The customer had reported that during a laparotomy, the jaws of the device could not be reopened. The device was not applied to pt tissue at the time. There was no harm to the pt. Another instrument of the same type was used to complete the procedure. Upon receipt of the device for evaluation at covidien, a preliminary investigation found that the blade of the device is protruding slightly from the jaws.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.